Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent speed drops and over the last few weeks, and low flow alarms. Log files were sent for review and recorded frequent pulsatility index (pi) events occuring on 16oct2020 17:19:13 - 17oct2024 10:15:28.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files did not confirm the reported low flow alarms. A specific cause for the alarms could not conclusively be determined through this evaluation. The controller event log file contained events from 16oct2024 through 17oct2024. No low flow hazard alarms were observed. Of note, several pulsatility index (pi) events were captured within a short time period, which would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at this fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) addresses pump parameters, and outlines situations that can result in low flow, including changes in patient condition. Additionally, the heartmate 3 IFU and patient handbook describes advisory and hazard alarm conditions, as well as the appropriate actions associated with them. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi and may be initiated for reasons other than true pi events. Furthermore, the IFU states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.